Event description:
The intra-aortic balloon was inserted into the pt on 12/5/97 at 12:30 p.m. On 12/5/97 at 9:15 p.m., the intra-aortic balloon leaked and the intra-aortic balloon was removed. No second intra-aortic balloon was inserted. The intra-aortic balloon was not returned to datascope for evaluation. Event complications: none from the event - reported 5/13/98. Pt's current status: discharged-reported 5/13/97.